Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was unknown. At the time of the incident. The customer states the damage reason was unsure. Pump is not working, screen get completely black and still beeping. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device was monitored and no missing segments, partial display, black display or blank display anomalies were noted. However, device received with corroded battery tube. Device passed selftest, unexpected restart error test and displacement test.